Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 separate fragments of wire coil') and device expulsion ('malpositioned essure inserts') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysteroscopy and diagnostic laparoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain and endometriosis outcome was unknown. The reporter considered device breakage, device expulsion, endometriosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 separate fragments of wire coil') and device expulsion ('malpositioned essure inserts') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysteroscopy and diagnostic laparoscopy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain and endometriosis outcome was unknown. The reporter considered device breakage, device expulsion, endometriosis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.